Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and lynx suprapubic mid-urethral sling system were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent concurrent lynx mid-urethral sling (boston scientific) procedure.

Event description:
It was reported that patient underwent concurrent lynx mid-urethral sling (boston scientific) procedure.